Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. A batch record review found no discrepancies related to this complaint. Process checks and quality checks were performed with acceptable results. The returned sample was evaluated and found to conform to specification. There was no evidence of any defect to confirm the complaint. (B)(4). Note: this complaint issue occurred on ((B)(4)) separate cases. A separate 3500a form has been completed for the other ((B)(4)) cases.

Event description:
It was reported the adhesive at the tape collar is sticking too much to the skin making it difficult to remove the wafer, even with using adhesive remover. End user reports skin redness after removing the wafer.